Event description:
Patient's representative reported capsular contracture baker grade iii and "breast implant illness". The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Continued e.1 facility name: (B)(6). Continued h.6 health effect impact code: f2201 biopsy. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Other-medical - ndr: not applicable as the event is not related to the device. Additional observations: red particles observed on the surface of the device. Encapsulation observed on the surface of the shell. No further actions are required as no manufacturing issues are observed.

Event description:
Patient's representative reported left side capsular contracture baker grade iii and "breast implant illness". The device has been explanted with en bloc capsulectomy.